Manufacturer narrative:
Serial number unknown. So, we don't know UDI either. This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10cl-us is available in the USA with a 510k number k190805. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Residual water remains on the lens of imagina scopes. Camera does not refocus and image remains blurry when moving closer and further away from an object. Purple ring shows up on screen which looks to be reflection or lens flare. There was no report of patient harm. The time of event is during use.

Manufacturer narrative:
Evaluation summary: the image became difficult to see due to the water remaining in the lens shape. Correction information: g6: follow up #1. H2: type of follow up. H6: coding changed based on the investigation result.

Manufacturer narrative:
Correction informationg4:. Premarket identification PMA/510(k)g6: follow up #2h2:if follow-up, what type?